Event description:
The hcp reported that the device was explanted and replaced before "depletion" due to age of device. The pump is included in a device recall. The pump contained baclofen. No pt symptoms were reported.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.